Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of 3,000 ohms and loss of capture during a routine office visit. A technical service (ts) consultant reviewed available device data, and x-ray images. Ts advised on the x-ray image, the orientation of the ICD device may have flipped in the pocket or rotated around the ra lead. The device remains implanted. No adverse patient effects were reported.